Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a primary audible alarm. The error occurred during the startup of device and there was no patient involved.